Event description:
It was reported that the patient was experiencing ineffective therapy because their lead had migrated. The issue was confirmed via x-ray. No intervention is planned at this time

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.